Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4) international UDI #. The service engineer (se) inspected the device and replaced the power switch overlay. The ventilator passed all testing.

Event description:
It was reported that the ventilator light emitting diode (led) indicator was faulty. No patient involvement. The event date was not specified; estimate used.